Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to intermittent pump shutdowns. The customer's blood glucose (bg) was reportedly in the 300-400 mg/dl range at the highest. Reportedly, the customer reverted to manual injections for insulin therapy.